Event description:
Caller reported malfunction on pump. There was no reported adverse impact to the customer. Technical support assisted caller with pump reset and confirmed shipping details for a replacement pump. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.